Manufacturer narrative:
Even though the report indicates the incident occurred while reaming, not inserting the stem, the part number for the stem was supplied instead of the instrument. Therefore, this report lists the implant part number in d4, not the instrument associated with the bone fracture.

Event description:
While broaching during total hip arthroplasty, a bone fracture occurred that the surgeon reinforced with cable and completed the operation without problems.